Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to a unseated flex cable. The cable was reseated to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 116" message. Complainant indicated that there was no pt involvement in the reported malfunction.